Manufacturer narrative:
Other, other text: eight photos were received and per the photos, incorrect assembly was detected, blue end cap was attached to the tracheal tube, and the transparent end cap to the bronchial tube. One sample was returned in used condition and the incorrect assembly was reiterated in the same fashion that was shown on the pictures.. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smiths medical intubation/portex endobronchial tubes malfunctioned. After inserting the product into the patient, the customer noticed the yellow end cap was attached to the tracheal tube, and the transparent end cap to the bronchial tube. No patient injury.